Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received one inappropriate shock for what appeared to be atrial fibrillation (af). The physician reviewed the episode and changed the rhythm match threshold to 80%. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About 16 months later, the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy for a new episode showing af with rapid ventricular response (rvr). It was noted the patient had 44 episodes stored that day, but all except one were non-sustained or occurred in the monitor only zone. An email was sent to the clinic notifying them of the inappropriate therapy and recommending further review. No additional adverse patient effects were reported. The device remains implanted and in service.